Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: h10: d1, d4, d10, h4, h5 related to hw35511 d1: heartware ventricular assist system ¿ pump; d4: model #: 1104 / catalog #: 1104 / expiration date: 30-sep-2020 / serial or lot#: (B)(6); UDI #: (B)(4); d10: no; h3: yes; h4: mfg date: 11-sep-2018; h5: no; h6: patient code(s): c76143 h6: device code(s): c62859 h6: FDA method code(s): h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 product event summary: the pump, controller, and driveline extension cable were not returned for evaluation. The reported "poor mechanical connection" event could not be confirmed due to insufficient evidence. The reported electrical fault and vad stopped alarms event was confirmed via review of log files which revealed 2 vad disconnect alarms logged on 25-apr-2019 at 16:32:27 and 16:32:49, indicating physical disconnections of the driveline from the controller. An electrical fault alarm was then logged at 16:32:52 due to open phases on the rear stator, resulting in the pump running on a single stator (front stator only). A vad stopped alarm was then logged at 16:33:22 due to a failure of the pump to restart after several attempts. This was followed by an additional vad stopped alarm and 2 additional vad disconnect alarms. As per the instructions for use, the driveline extension cable should only be used during the pre-implant test. It should not be connected when the vad is running. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported "poor mechanical connection" event may be attributed to connector damage and/or a marginal connection between the driveline and driveline extension cable. Based on the risk documentation, a possible root cause of the electrical fault alarms may be attributed, but not limited, to a marginal connection of the driveline extension cable to the controller, marginal connection of the driveline extension cable to the driveline, or contamination in the controller and/or driveline connectors. The most likely root cause of the vad stopped alarm can be attributed to failure of the pump to restart after several attempts. An internal investigation examined failures of the pump to restart at the system level (interaction between the pump and peripheral devices). Based on an extensive investigation, the likely contributing causes for failure to restart come from the presence of increased starting resistance in a very small number of implanted patients. This resistance is likely specific to the physiology of these patients, an area of limited access for further investigation. Therefore, no actionable root causes were identified. Additional products: d1: heartware ventricular assist system ¿ controller 2.0; d4: model #: 1420 / catalog #: 1420 / expiration date: 30-sep-2019 / serial or lot#: (B)(6); UDI #: (B)(4); d10: no; h3: yes; h4: mfg date: 30-sep-2018; h5: no; h6: patient code(s): c76143 h6: device code(s): c62859 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213, 3213 h6: FDA conclusion code(s): 4315. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that the driveline had a poor mechanical connection and there was a vad stop. In addition, the manufacturer received product performance data. The controller subsequently tested out-of-specification during manufacturer's analysis.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the driveline extension cable was in use post wet test and was associated with electrical fault alarms and ventricular assist device (vad) stop alarms on the controller. The extension cable was removed from service. No patient complications have been reported as a result of this event.